Event description:
Device malfunction: none. Symptoms/ae: hypotension/bradycardia. Time of symptoms/ae: post the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the patient experienced hypotension and bradycardia. Neosynephrine and dopamine were administered. Later that night, the patient became confused and experienced mild right facial droop and received a dose of risperdal. A CT scan of the brain was negative for acute infarct and hemorrhage. Diagnosis was altered mental status related to ICU stay. The blood pressure stabilized 3 days later, but the patient remained bradycardic. The patient was seen by the electrophysiologist who diagnosed the bradycardia as vasopressor vagally medicated reaction and reflex cardio inhibition and decided to only observe, no treatment was given. Forty-eight hours prior to discharge, the patient experienced a short run of ventricular tachycardia, no treatment was reported and there was no further recurrence noted. The patient was discharged to home 6 days post procedure, the neurological status had resolved, but the patient remained bradycardic with instructions to hold coreg and diovan. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the finished lot history record did not reveal any non-conformities which could have contributed to this complaint. Bradycardia and hypotension are known potential adverse events associated with stent usage as stated in the device instructions for use. There was no reported device malfunction.